Event description:
It was reported there was telemetry failure. The programmer and rf (radio frequency) head were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis not able to confirm the reported telemetry failure . Programmer was able to interrogate a device wireless and non-wireless using a known good rf (radio frequency) head. Programmer failed right antenna test due to the antenna being loose.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.